Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when advancing the device into the scope the basket wires and guidewire port bent and the tip of the basket seemed to stick out too much. Therefore, the basket would not go into the ampulla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "doing well."

Manufacturer narrative:
A visual examination of the returned device found the basket to be retracted/closed. Physical analysis of the product found side car-rx pushback within specification. The basket was extended which shows the basket wires properly formed and did not present any kinks/bends. Evaluation concluded that the side car-rx presented pushback which measures within specification. Additionally the basket wires were found to be properly formed and did not present any kinks/ bends. Therefore, the most probable root cause is "not confirmed." The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when advancing the device into the scope the basket wires and guidewire port bent and the tip of the basket seemed to stick out too much. Therefore, the basket would not go into the ampulla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "doing well."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.